Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Reportedly, customer was using fiasp for insulin therapy. Additionally, it was reported that the pump time was incorrect; cause was unknown. Tandem technical support helped the customer correct the time and resume insulin delivery. Customer's blood glucose level was 400 mg/dl.